Manufacturer narrative:
Health professional.

Event description:
New information received notes the physician name and title.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.4 cm with the stylet inserted and the helix extended and clogged with blood/tissue. Visual and x-ray examination found the inner coil was overtorqued and an insulation cut both due to procedural damage. After cleaning, the helix could be extended and retracted within specification. The reported event of retraction problem was confirmed and attributed to the helix being clogged and the overtorqued inner coil. Additional information: d10

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented during an implant procedure. The physician noted the helix of the right ventricular lead would not retract prior to being inserted into the body through the sheath. The physician exchanged the lead during procedure on (B)(6) 2019. The patient was in stable condition.